Event description:
It was reported that the subject device was not working, had an image issue. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust inside charge-coupled device showing on image/flickering image, and failed water leak test. Based on the results of the investigation, it is likely that the following led to the malfunction: image problem due to bad cracked video connector and failed water leak test due to tiny hole on cable. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.